Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to retrieve medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a configuration issue. A technical support specialist confirmed that the user deactivated one medication and subsequently reinstated a different medication to resolve the issue. The system functioned as intended after the technical support specialist verified the device.